Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for elevated pacing impedance on the right ventricular lead. Upon interrogation, it was noted that the impedance seemed to be around 3000 ohms. The lead was capped on (B)(6) 2019 and replaced during an upgrade procedure. It was also noted that there was a possible lead fracture. The patient was stable post-procedure.